Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the patient underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. The trunk migrated 7 mm distally, and there was a proximal type I endoleak, but the length of the infrarenal aortic neck did not allow for placement of an additional stent-graft, so the procedure was concluded. On (B)(6), 2011, the patient underwent another procedure to place embolization coils, which resolved the endoleak.